Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of a piece of dark contaminant on the outside of the rear panel, dust contaminant on the top enclosure, a white dust contaminant was observed on the pca and blower box, dark dust contaminant was observed on the front panel, rear panel, and bottom enclosure, dust contaminant was present on the blower, blower seal, and blower box. The manufacturer also found evidence of a keratin-like substance was observed on the blower box outlet and blower seal. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The manufacturer powered up the device and confirmed airflow, the heated tube heats, and the heater plate heats. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of a white contaminant was present on the water tank, as well as evidence of liquid ingress. The manufacturer also found evidence of a dark, powder-like contaminant was observed on the flip lid seal and the flip lid, a reddish color fiber-like dust contaminant was on the flip lid seal, dark, unknown around the outlet port on the flip lid, and on the wire guard, dust contaminant on water tank lift tray, as well as, an dark substance on it, dust contaminant on bottom enclosure, a red-like colored contaminant, near the heater plate, dust contaminant present on the dry box seal, a hair-like particle on the dry box and a dark contaminant under the dry box seal, dust contaminant on the back panel, white contaminant and a dust contaminant on the heater plate. The manufacturer concludes there was evidence of multiple contamination from the device as well in the humidifier. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, d10, g3 and h6 has been updated in this report.